Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a suspected pocket fill. The nurse suspected the doctor had performed a pocket fill; the doctor thought not. The nurse warned the head of the service, but they were operating and not immediately available. There was no alleged product issue, and the pump remained implanted and in service. The pump reprogramming was required as a result of the event. It was unknown if diagnostic testing or troubleshooting was performed. No patient symptoms or complications were reported, and the patient¿s status was unable to be obtained. Subsequently, the nurse informed that ¿scopy was made by face,¿ and the doctor allowed the patient to leave. The head of the service wanted to call the patient on (B)(6) 2014. The pump was being used to deliver lioresal. It was further reported that the pocket fill was confirmed, but the patient was doing well and had not suffered any side effects. The head of the service called the patient to make a profile fluoroscopy; the pump was empty, and they filled it. It was noted that the doctor failed to empty the pump before filling.